Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). Sample material from the patient was requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable false-positive elecsys toxo igm results from the cobas e411 disk analyzer. Example 1 had an initial result of 1.2 (reactive). The patient was checked in another lab using a different method, and the toxo igm result was negative. Example 2 had an initial result that was reactive. The patient was checked in another lab using the abbott method, and the toxo igm result was negative. No specific data was provided. Example 3 initial result was 1.2 coi (reactive). After high-speed centrifugation, the result was 1.1 coi (reactive). The result from another laboratory using a non-roche method was negative. On (B)(6) 2025, the sample was repeated on a cobas pure analyzer, and the result was 0.94 coi (equivocal).

Manufacturer narrative:
Medwatch field b7 other relevant history was updated. Specific data was provided for example 2: the initial toxo igm results were repeatedly reactive (1 - 1.8 coi). The elecsys toxo igm result from a cobas e 402 analyzer was 1.5 coi (reactive). Sample material for example 3 was received for investigation. The customer¿s reactive result with elecsys toxo igm was reproducible and confirmed with a different method (eia). Considering all data, patient 3 likely had a remote infection with toxoplasma gondii, with persisting, detectable levels of toxoplasma igm antibodies. The investigation did not identify a product problem.